Event description:
It was reported that the user experienced difficulty cocking back a teflon infusion set, resulting in incorrect infusion set deployment on three occasions and the need for three infusion set replacements, with no device alerts or alarms reported. Symptoms included no injury. Outcomes included temporary discontinuation of pump therapy and transition to multiple daily injections for three days. Investigation included troubleshooting and education by customer care. Investigation of this case revealed improper insertion and handling of the teflon infusion set, with no reported device malfunction. It was concluded, based on previously established findings for similar reports, that user technique during infusion set insertion was the likely cause.

Manufacturer narrative:
Initial.